Event description:
This unit has the low battery message in normal using. We have check the battery, ac power, fuse, switch and found the found the problem is from the power supply.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The issue occurred during the patient's ventilation. The root cause was determined to be a defective power supply due to the aging of the device. In consequence the power supply was replaced. There was no patient or user harm.